Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at 1:00 pm, the child was at the store with a parent. The cgm value was 345 mg/dl but a bg fs value was 140 mg/dl. The child started feeling unwell so the parent rechecked values. The cgm value was 174 mg/dl and the bg fs value was 54 mg/dl. No other symptoms were specified. Ems was called and the child was transported to the ER via ambulance. The parent did not remember any bg or cgm values at the ER. At some point during the event the parent administered baqsimi nasal spray. The hcp treated the patient with unspecified IV fluids. After the nasal insulin and IV fluids the child¿s condition stabilized and he felt better. The child was discharged home approximately 2 hours later in stable condition. No other patient or event details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.